Event description:
Two grounding pads in this electrosurgical case failed. The ground pad fault alarm sounded on the first pad, so it was replaced with a second pad by same manufacturer and from the same lot. When the same fault alarm sounded, the generator was switched out. The same fault alarm read on the second generator, so the second grounding pad was discontinued and replaced by a third pad from a different manufacturer. The third pad worked fine with both generators. The delay in the procedure was significant.